Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced prolonged hyperglycemia, with a documented glucose level of 325 mg/dl and approximately 20 hours above range, after performing a complete supply change using a contact/detach 23"-6 mm infusion set with a dexcom g7; the user reported changing infusion sets daily due to using a full cartridge each day and allowed the ilet to correct the glucose, with system high alerts received. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education with scheduling of additional training and review of device-reported glucose data showing reduction to 210 mg/dl later the same day. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device malfunction identified during support review. It was concluded, based on established experience with similar reports, that the cause was undetermined.